Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device pa2074, and no non-conformance were identified. The following information was requested, but unavailable: please refer to the event description, no further information can be provided: the patient demographic info: age, weight, bmi at the time of index procedure. What tissue location was the suture placed? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What were current symptoms following the index surgical procedure? Onset date? Date of the conventional debridement / re-suturing? Can you describe the appearance of the suture during second procedure? Was the suture removed during the second procedure/ débridement? Other relevant patient history/ concomitant medications? If applicable, will product be returned, return date, tracking information. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent repair of perineal tear after spontaneous delivery on (B)(6) 2019 and suture was used. On (B)(6) 2019, the patient presented with poor wound healing, the patient underwent conventional debridement and re-suturing. The surgeon opined that the implantation of the suture might affect the wound healing. The patient is in good condition currently. Additional information has been requested.